Event description:
The customer's mother reported that the customer had been having high blood glucose and that there was an air bubble in the reservoir. The customer's blood glucose was 521 mg/dl at the time the event was reported and was treated with a manual injection. The customer's mother stated that the customer's symptom of high blood glucose was thirst and that the site had been more red lately than usual. During troubleshooting, the insulin pump passed the high pressure test. There was an air bubble found in the reservoir. No leaks were found, the time and date were correct, and boluses were recorded correctly in the insulin pump. The cannula was not bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.